Event description:
Upon attempt to remove foley catheter, the foley balloon would not deflate. Pt underwent ultrasound guidance on (B)(6) 2019 with successful rupture of foley catheter balloon and removal. Pt was discharged home on (B)(6) 2019 without problems. FDA safety report ID# (B)(4).